Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor gold. The insulin pump has cracked case at display window corners, battery tube threads, minor scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was squirting out insulin during the priming process. Customer stated she was wearing the pump during priming. Customer's blood glucose reading was 195 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.